Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4), with 510k/PMA/bla number p080023.

Event description:
The customer reported a false nonreactive alinity I anti-hbc result generated on the alinity I processing module for a 21-year-old female patient diagnosed with chronic hepatitis. The following data was provided: initial anti-hbc result = 0.36 s/co (reference range: < 1.00 s/co). The patient was positive for both hbsag and hbeag, therefore the customer retested the sample. Repeat anti-hbc results = 5.14 and 6.89 s/co there was no impact to patient management reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hbc ii reagent, lot 77227be01. A search for similar complaints identified an increase in complaint activity for lot 77227be01, however, no trends were identified for the complaint list number, 07p87. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number and issue. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel. The lot detected the same bleeds as reactive for the seroconversion panel. Based on this data it was shown that the sensitivity performance of the complaint lot is not affected. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc ii reagent lot 77227be01 was identified.

Event description:
The customer reported a false nonreactive alinity I anti-hbc result generated on the alinity I processing module for a 21-year-old female patient diagnosed with chronic hepatitis. The following data was provided: initial anti-hbc result = 0.36 s/co (reference range: < 1.00 s/co) the patient was positive for both hbsag and hbeag, therefore the customer retested the sample. Repeat anti-hbc results = 5.14 and 6.89 s/co there was no impact to patient management reported.

Manufacturer narrative:
Concomitant part updated to alnty I processing modu, 03r65-01, (B)(6) from alinity I anti-hbc ii reagent kit.

Event description:
The customer reported a false nonreactive alinity I anti-hbc result generated on the alinity I processing module for a 21-year-old female patient diagnosed with chronic hepatitis. The following data was provided: initial anti-hbc result = 0.36 s/co (reference range: < 1.00 s/co) the patient was positive for both hbsag and hbeag, therefore the customer retested the sample. Repeat anti-hbc results = 5.14 and 6.89 s/co there was no impact to patient management reported.

Event description:
The customer reported a false nonreactive alinity I anti-hbc result generated on the alinity I processing module for a 21-year-old female patient diagnosed with chronic hepatitis. The following data was provided: initial anti-hbc result = 0.36 s/co (reference range: < 1.00 s/co). The patient was positive for both hbsag and hbeag, therefore the customer retested the sample. Repeat anti-hbc results = 5.14 and 6.89 s/co there was no impact to patient management reported.

Manufacturer narrative:
G3 date received by MFR was inadvertently populated as 3/11/2025 in follow up #2, however the correct date is 3/11/2026. This supplemental is being submitted to correct that information.